Event description:
On november 22, we were made aware by our distributor of a wire that disintegrated, frayed and broke interrupting measurements. The events occurred on (B)(6). On november 25, a report was provided by the asnm where the event was described as such: guide frayed and broke with risks of remaining blocked in the coronary. This necessitated a complementary intervention to remove the dispositive with potential consequences for the patient. The event occurred on (B)(6).

Manufacturer narrative:
The optowire was received on december 19th in our facility, initial inspection of the returned guidewire confirmed that it broke at the joint between the tip and the sensor housing. Tip was missing and not available for investigation. These parts are held together by 4 welds. Visual analysis on the returned wire showed that only one weld was present. Three (3) welds are missing. Presence of the welds, and structural integrity of the wire is inspected on several steps of the manufacturing process. Verification of the DHR for optowire iii lot ow-2834e was done and showed that this lot was released per specifications. While we cannot confirm that an excessive handling was performed, many warnings and precautions must be considered and are well identified in the IFU. The optowire 3 instructions for use states the following warnings: [?] Optowire should be manipulated only under fluoroscopy. Care should be taken when manipulating a guidewire inside a vessel during device placement and removal. [?] Observe optowire movement in the vessels. Before an optowire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque an optowire without observing corresponding movement of the tip; otherwise, vessel trauma may occur. [?] Never advance an optowire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the wire and/or to the vessel. [?] If resistance occurs and the cause of resistance cannot be determined, do not move or torque the optowire. Stop the procedure, determine the cause of resistance under fluoroscopy and take appropriate action.